Event description:
It was reported that the pump stopped all insulin delivery. The customer's blood glucose level was impacted (185 mg/dl).

Manufacturer narrative:
The device has been received for eval. However, the eval is not yet complete. A supplemental report will be submitted upon completion of eval.